Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the heartstart xl monitor / defibrillator failed to deliver shock to a patient on three attempts during a cardioversion. The patient was undergoing a cardioversion for atrial fibrillation at a rate of approximately 80 beats per minute. The device was in use on a patient and there was no adverse event to patient or user. This report has been updated from serious injury to non adverse event as additional information received clarified the procedure was elective and not life-threatening. The customer reported that "during a cardioversion the device failed to deliver a shock on three attempts". The customer used philips m3713a defibrillator pads. A philips clinician reviewed the electronic patient event file provided. The event file showed that on (B)(6) 2020 the device was powered on into the manual sync mode. The ECG waveform was via pads. The rhythm appeared to be atrial fibrillation at a rate of approximately 80 beats per minute. The amplitude of the r-waves was very low such that there was only intermittent identification of the r-wave as shown in the event file. The users charged the device three times to 200j. To deliver energy in the sync mode the users need to press and hold the shock button and the energy will be delivered on the next identified r-wave. Because the r-waves were so infrequently identified during this event, the users were unable to deliver energy. The heartstart xl instructions for use (IFU), chapter "performing synchronized cardioversion", provides details for the user on how to perform a synchronized cardioversion. It directs the user to use the gain control soft key to adjust the ECG size so that the r-wave marker appears only once with each r-wave. This customer was using pads ECG as the source for the waveform and the delivery method for the shock. ECG leads may also be used as the source of the ECG waveform and users can scroll through the available leads to select the lead that displays the best waveform and r-wave identification. The device was evaluated by a philips distributor. No parts were replaced. The device passed all performance assurance tests and was returned to the customer. There was no malfunction of the device. The reported symptom is a use issue due to a very low amplitude r-wave on the ECG waveform selected for monitoring. The device remains with the customer.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart xl monitor / defibrillator failed to deliver shock to a patient on three attempts during a cardioversion. Philips is considering this event to be a serious injury because it is unknown if the patient experienced an adverse event, the outcome of the event is unknown, and it is unknown if the treatment was interrupted. Additional information has been requested.